Event description:
The customer alleged that she performed a control test using her contour ts meter and received a result that was over 200 mg/dl. The normal control range was not provided, but should be around 98-136 mg/dl. No adverse events were alleged. The customer declined to troubleshoot. No product will be returned. The meter is to be replaced at the customer's insistence.